Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic for a routine device interrogation. Upon interrogation, high ventricular rate and noise reversion that was triggered by right ventricular lead noise was noted. Patient does not pace in the ventricle and was asymptomatic. Programming changes were made. Patient will continue to be monitored.